Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a insert slide clamp alarm. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. This is an ancillary service event. The root cause of the insert slide clamp alarm was determined to be that the safety clamp sensor was out of calibration. To correct the condition, the safety clamp sensor was cleaned and calibrated. The device was serviced and restored to a good working condition. If any additional relevant information is received, a follow up MDR will be sent.